Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported "trunnion wore to a point. Hip revision needed. Femoral head was a 36 cocr. Left side".

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed via review of the provided medical records by a clinical consultant and by review of the provided photographs of the device. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs indicated that the stem was recently explanted and covered in blood and tissue. The trunnion of the stem is significantly worn. Damage is consistent with loss of taper lock. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the failure of a total hip replacement due to trunnionosis and disassociation. I can confirm that this event took place since I was able review the x ray showing the disassociation of the femoral head from the trunnion with deformity of the trunnion. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnionosis and disassociation are multifactorial including surgical technique factors, patient factors, and implant factors." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs indicated that the stem was recently explanted and covered in blood and tissue. The trunnion of the stem is significantly worn. Damage is consistent with loss of taper lock. A review of the provided medical information by a clinical consultant indicated the following: "this inquiry reports the failure of a total hip replacement due to trunnionosis and disassociation. I can confirm that this event took place since I was able review the x ray showing the disassociation of the femoral head from the trunnion with deformity of the trunnion. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnionosis and disassociation are multifactorial including surgical technique factors, patient factors, and implant factors." Further information such as return of the device, metal head catalog and lot code information, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported "trunnion wore to a point. Hip revision needed. Femoral head was a 36 cocr. Left side". Update: "no head dislocation."